Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested.

Event description:
On 11/30/2023, infutronix received a report that this pump has had a system error, which could cause delay in treatment. Requested device to be returned for further evaluation.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. The pump was received on 12/14/2023 and tested on 1/9/2024. The results are below: the event log was reviewed and there were no lines that indicate a system error took place during an infusion. An 87 ml was started and ran until completion without a system error taking place. The reported issue is not confirmed.